Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the event occurred during the bilateral tep procedure. The device fell into the patient cavity but was removed from the cavity.

Event description:
According to the reporter: occurred during the procedure. The balloon detached from the trocar. It became lodged in the preperitoneal space and was difficult to move. No known impact or consequence to patient. Patient status is alive, no injury.